Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy gynecologic surgery, while closing the vaginal cuff, the device became hard to toggle then the needle broke and fell off the handle. The needle pieces were retrieved from the patient. Another handle and reload were used to complete the case and resolve the issue. There was no patient injury.